Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 136 mg/dl. Tandem technical support sent the customer an additional usb cable and wall adapter to determine if these supplies could charge the pump successfully. Multiple contact attempts were made by tandem technical support to determine if the issue persisted with the replacement supplies; however, no additional information could be obtained.